Event description:
It was reported patient underwent an ankle procedure utilizing the compression targeting device and static/dynaic sheath on (B)(6) 2012. During the procedure the sheaths would not fit onto the targeting device resulting in the sheath falling to floor. The surgeon finished the procedure without the reported device resulting in a delay over thirty minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Product identification to review device history records was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01330/01331).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found evidence of wear but appears functional. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (Depuy) on (B)(4) 2012 (closing date). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01330-1/01331-1).